Event description:
Sex: unk. Procedure: vats bullectomy. According to the reporter: on the seventh firing, the handle made a cracking noise and the device stopped while firing. The surgeon retracted the black return knob, and bleeding occurred from the staple line. Blood loss was reported as between 200cc and 500cc. Another cartridge was used to re-fire but it would not close the poor staple line completely. The procedure was converted to open surgery. Pt status reported as under observation.